Manufacturer narrative:
The service engineer (se) replaced the bd led printed circuit board (pcb) and the bd central processing unit (cpu) pcb. The unit passed testing and operated within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had an issue with the breath delivery (bd) light emitting diode (led) array assembly; had no visual alarms. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) and a light emitting diode (led) pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and functionality testing was performed. When the test ventilator was powered up with the bd pcb, error codes were generated in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause for the bd pcb was isolated to an el ectronic component. No fault was found on the led pcb. If information is provided in the future, a supplemental report will be issued.